Event description:
It was reported that during a rotational atherectomy procedure in a calcified diagonal lesion, the physician had successfully ablated with a 1.5 burr and had exchanged and successfully ablated with a 1.75 burr. During the polishing run, there was a deceleration of the revolutions per minute. The pt's blood pressure dropped and the pt experienced cardiac tamponade. A balloon was placed in an attempt to seal off the perforation. A thoracotomy was performed to release the blood from the pericardium. Pt was sent to emergent bypass surgery of the "lad" and diagonal. Pt was unstable post operatively and subsequently expired.